Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell and others, red and brown particles on the gel and crease fold. A microscopic analysis was performed which identified, broken crease sharp on the posterior and wear abrasion. Based on the device analysis the final assessment is: broken crease sharp on the posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.